Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in ez huber infusion set w/ysite was returned for investigation. One photo was also provided for investigation. The photo showed an ez huber infusion set with yellow clamps and y-site. The infusion set was located within a plastic bag. A red colored fluid was visible within the y-site. No leaks could be discerned from the photo. A syringe appeared to be attached to the luer adaptor. Microscopic observation of the blue valve revealed dried blood residue. The sample was flushed through the y-site connector. No leaks were observed. Additional flushing and pressurization through the proximal connector resulted in a bead of water forming at the blue valve. A continuous leak was not observed. High pressures or use with power injectors may cause leakage. Since the sample was observed to form a bead during pressurization and the conditions during use are unknown, the exact cause could not be determined. A lot history review (lhr) of redt0573 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redt0573) have been reported from the same facility.

Event description:
It was reported that the huber needle leaked at the port. No other information provided.

Event description:
It was reported that the huber needle leaked at the port. No other information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inclusive due to the sample condition. One photo was the only item provided for investigation. The photo showed an ez huber infusion set with yellow clamps and y-site. The infusion set was located within a plastic bag. A red colored fluid was visible within the y-site. No leaks could be discerned from the photo. A syringe appeared to be attached to the luer adaptor. Since the reported problem could not be verified from the photograph, the complaint was inconclusive.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt0573 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redt0573) have been reported from the same facility.

Event description:
It was reported that the huber needle leaked at the port. No other information provided.